Manufacturer narrative:
(B)(4). UDI (di): (B)(4).

Event description:
It was reported that during a follow up, the atrial lead exhibited high thresholds. An x-ray revealed that the lead had dislodged. The lead was repositioned successfully. The patient was in stable condition post procedure.